Manufacturer narrative:
The returned reservoir met the requirements for leak testing. It did not meet the requirements for patency testing as the one-way valve mechanism within the reservoir was observed to be occluded. It is unknown how or when this occurred. A review of the manufacturing records showed no anomalies. A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that preoperatively, the doctor found the lumboperitoneal reservoir was occluded when tested. According to the report, the patient was implanted with a lumboperitoneal catheter and the patient¿s current status is normal.